Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated one of the channels on their controller stopped working, which was group b. Patient said when they try to use group b, they do not feel stim and if they try to turn up the intensity, they get a message saying settings not available, cannot provide your desired intensity settings. Patient said stim was working on group a and c, but b was the group they use all the time. Patient said the issue with group b started friday night or saturday, but a half day before that, they were sitting watching tv when all of a sudden they just felt a jolt like an intense zap. Patient mentioned stim didn't stop working right after the jolt. Patient tried turning stim off and back on during the call but same issue occurred. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.